Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. On (B)(6) 2012, the device failed a self test due to a low battery. The temperature at the time was below freezing. The device remained in fault mode up to (B)(6) 2012 during which there are 10 manual events indicating the device was switching itself on. The device performs to specification after this date until (B)(6) 2012. A new pad-pak was inserted on (B)(6) 2012 but the manual events continue. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device was being inadequately stored. Exposure to very low temperatures is known to have a detrimental effect on the device memory and can also lead to the depletion of batteries. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.